Event description:
Event description cpi received information the patient was induced to ventricular fibrillation and the implantable cardioverter defibrillator (ICD) administered a 15 joule shock, which did not convert the patients arrhythmia. The ICD redeteced and before any additional therapy was delivered a 'device memory failure' message was noted. The patient was externally rescued and the ICD was removed.